Event description:
This incident was reported within 48 hrs of discovering a problem by letter to thoratec laboratories. This medwatch report is a follow up to the initial notification. External device-initial use on pt, 8/19/97. Removed, 11/02/1997.